Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored display. The auditory and vibratory features were operational. The keypad cover was torn while there were no tactile issues with the buttons. Removal of the cover found contamination under all the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored and there was contamination under the keypad button contacts. This report is made based on the results of investigation completed on (B)(6) 2015.